Event description:
A customer stated when they pushed the slide forward the "units digit" is missing from the display. While on the phone a review of the system was conducted. The customer denies ever dropping or exposing the system to extreme heat or moisture. A request was made to return the system for evaluation and in the meantime, replacement unit was provided.